Manufacturer narrative:
The fenestrated bipolar forceps instrument was received, failure analysis confirmed the reported complaint. The instrument was found to have a fully broken grip cable at the proximal clevis hole. There was no evidence of discoloration or corrosion/contamination on the cables indicating a reprocessing induced issue. Components surrounding the broken cable did not exhibit abnormal sharp edges or damage that would have contributed to the cable breaking.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the fenestrated bipolar forceps instrument was found to have a broken wire and the bipolar function did not work even though there was no excessive movement. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use, and no damage was found. The customer indicated that the instrument wire used for hemostasis was broken when removing the myoma. The bleeding came from the uterine tissue and was expected as part of the procedure, and the customer obtained a backup instrument of same kind to control/resolve the bleeding. The procedure was completed robotically as planned.

Manufacturer narrative:
The product has been returned to intuitive surgical, inc. (Isi) for evaluation, but the failure analysis investigation has not been completed. A follow-up MDR will be submitted post-evaluation and/or if additional information is obtained. A review of the provided images was performed by an intuitive surgical, inc. (Isi) failure analysis engineer. The following additional information was provided: the conductor wire was not damaged. It looks like a broken grip cable. The failure mode cannot be confirmed prior to the return and analysis of the instrument.